Event description:
The customer contact reported the delivery did not stop when stop key was pressed. At an unspecified time, the pump was programmed to deliver an unspecified medication. No specific programming parameters were provided. The customer contact reported after an unspecified length of time during the delivery, the stop key was pressed; however, the device continued to deliver. At that time, the nurse reported that the emergency cassette eject was used to stop the delivery. The device was removed from clinical use. Therapy was resumed 1 hour later using a replacement device. There were no reported delays of critical therapy to this pt. No medical interventions were required. During testing at the user facility, delivery did not stop when the stop key was pressed. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.